Manufacturer narrative:
Approximated based on the date of the explant procedure. Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160 model: db-1216. Serial: (B)(4). Batch: 554177.

Event description:
It was reported that the patient developed erythema along the deep brain stimulation (dbs) lead extension at the level of the neck and experienced symptoms of high inflammation and pain. There were no reported device issues. It was noted that the patient was prescribed antibiotics pre-operatively. The patient underwent an explant procedure to explant the implantable pulse generator (ipg) and the lead extension. The patient was discharged and the patients symptoms were alleviated after the explant procedure. The explanted products will not be returned, as they were disposed of by the medical facility.